Event description:
It was reported that a cerebral vascular accident occurred. The patient stopped taking eliquis two days prior to procedure. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. There was dense "smoke" noted in the laa, but no clot was noted. The activated clotting time (act) during the procedure was 353 seconds. No thrombus was noted on the sheath or device during the procedure. At some time during the procedure, the patient experienced a stroke. The patient was discharged on (B)(6) 2021 on eliquis and aspirin and was supposedly compliant. The patient returned to the emergency room on (B)(6) 2021 and was diagnosed with another stroke. A transesophageal echo (tee) was performed and no leak was noted and no thrombus was noted on the device. The patient was discharged home again on (B)(6) 2021.